Event description:
It was reported that high lead impedance was discovered for a patient's device. The last system and normal mode diagnostics tests were on (B)(6) 2016 with both getting results of high impedance. A generator diagnostics test was performed on (B)(6) 2015 with results of high impedance as well. Per vns labeling, generator diagnostics are only to be performed in the operating room using a test resistor as they may not be accurate when the generator is connected to the lead, results usually show low impedance values. The date of the high impedance will be held as the date of generator diagnostics ((B)(6) 2016) as the impedance value was confirmed to be high when system and normal mode diagnostics were performed on (B)(6) 2016. It is likely the high impedance was present at that time as well. Two ap chest views and one lateral chest and neck x-ray images were reviewed by the manufacturer. The lateral view could not be assessed due to clarity of the image. The connector pin appears to be fully inserted into the connector block. The filter feedthru wires appear intact. The electrodes appeared to be placed normally. A strain relief bend is present per the labeling and a strain relief loop appears present, but is not per labeling as there appears to be a second bend prior to initiation of the loop. Due to the angle of the ap image, the lead wires at the second bend are superimposed over each other and the bend radius and lead wire integrity is unable to be assessed. No other tie-downs were able to be observed. The lead wires appear intact at the connector pins. No gross fractures or discontinuities were observed, however a portion of the lead at the second strain relief bend could not be assessed. A definitive cause for the high impedance could not be determined from the images provided, however the presence of a microfracture also could not be excluded.

Event description:
It was reported the physician is just going to continue to monitor the patient and does not plan to refer at this time. No known surgery has occurred to-date. Additional relevant information has not been received to-date.

Event description:
Clinic notes were received providing the patient feels the device is non-functional, and has been having voice alteration. Full revision surgery occurred. The explant facility does not return devices to the manufacturer.